Event description:
Left pkr-tkr revision case, unknown reason for revision.

Manufacturer narrative:
An event regarding revision involving an unknown knee was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the x-rays document a revision tka with a cemented stem and medial augment. The x-ray confirms that there is a gap between the augment and the undersurface of the baseplate. Mal aligned seating of the augment is confirmed. No documentation was provided regarding a revision surgery. No documentation was provided to determine the root cause of this complication. Should further documentation become available I would be happy to further this investigation. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, reason for revision, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Left pkr-tkr revision case, unknown reason for revision.